Event description:
It was reported that a user experienced hyperglycemia with a peak blood glucose over 400 mg/dl in the setting of an occlusion alert and consecutive stalled motor alert on the ilet, followed by multiple dosing stops; the user restarted the pump via the on-screen restart workflow and later replaced infusion supplies, after which the device was paired successfully to the mobile app and glucose trended down to 230 mg/dl. Customer care provided support that included review of device logs and troubleshooting and supply replacement. Investigation of this case revealed that the pump did not restart on its own, that dosing was stopped during active occlusion conditions, and that replacing the infusion set and supplies resolved the elevated glucose trend, consistent with an infusion delivery interruption related to occlusion or stalled motor events. No clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and recovery with glucose trending downward after infusion set and supply replacement. It was concluded, based on previously established findings for similar reports, that the cause was unclear given competing factors, including intercurrent illness and a probable transient infusion or motor stall issue. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.